Event description:
During a surgical procedure, the inner lining of the access sheath came off and fell into the pt. The surgeon removed the piece from the pt with no injuries. This is the second device that failed from the same lot on different procedures from the same facility. First device on MDR # 3005975494-2013-00003.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further information becomes available, (B)(4) will continue the investigation and update the agency accordingly.